Event description:
The customer reported that they have had an abnormal number of positive results on the alinity m sars-cov-2 assay. The customer stated that they have had an abnormal number of positive results that did not fit with their expectations. Many of the samples have been retested on alternative methods and have been found to be negative. None of the positive results from the alinity m were reported out of the laboratory. There has been no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review: device history record / batch record review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 525649 (including the components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 525649 (including the components). The CAPA review did not identify any existing internal issues or nonconformances related to the reported issue for lot 525649. Complaint history review: a lot specific complaint history review was performed to identify any related complaints to the ticket under investigation, which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 525649. The complaint history review did not identify any additional complaints related to the reported complaints for alinity m sars cov-2 amplification reagent kit (list 09n78-090) lot 525649. A product deficiency could not be identified from this review. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-090) lot 525649 was not identified.